Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2019. Block d6b: explant date: (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) / (B)(6). Batch: 19626508 / 19830177.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and leads were not returned.